Event description:
Report received of a tubing separation. The report reads: "tubing separation at the y-site. Proximal portion of the IV set (closest to the patient) disconnected from the y injection bifurcation. Defect noted during priming, patient was not connected. No other incidences of this nature."